Event description:
The customer contact reported the clave port remained in the open position; subsequently, bleed back was noted. After an unspecified length of time in use, the clave port was accessed with an unspecified syringe to flush the tubing set with an unspecified solution. After flushing the tubing set, the silicone sleeve of the clave port was noted to be stuck down and an unspecified volume of blood backed up in the tubing. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.